Event description:
This was a cardiac lead extraction case conducted in the ep lab to remove one medtronic 6949 (B)(4) lead (5 years old) located in the right ventricle (rv) due to noise on the lead. An arterial line was placed and fluoroscopy was utilized throughout the case. Surgical backup and a thoracotomy tray were also available. Blood was available in the room. The rv lead was prepped with an lld-ez. The physician began removal of the rv lead using a 14f sls. As the physician reached the pocket area (muscle) near the subvasculature in the subclavian, back-bleeding from the pocket was seen and the blood pressure dropped. The physician had only lased for 16 seconds and was located proximal to the proximal coil, just near the vascular space. A surgeon was called, blood was given, and the patient was transferred to (B)(6), and a sternotomy was performed within 3-5 minutes. A tear in the subclavian vein was found and repaired. Patient was stabilized and moved to ICU. Device was discarded by facility. The lot history record review showed no applicable issues or non-conformances.